Event description:
Information received indicates the bed has no functions working and the head of the bed is in the raised position.

Manufacturer narrative:
The technician found the control box was not working. He replaced the control box to repair the bed.